Event description:
It was reported that the atrial lead had elevated thresholds. The lead was explanted and replaced. It was noted that the patient is taking part in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Device: 5024m implantable pacing lead (B)(6) 1994.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.